Manufacturer narrative:
Concomitant medical products: product ID: 5092-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead would not capture at patient's last clinic and the patient was rescheduled for ra lead replacement. During procedure it was identified that the ra lead had dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.